Event description:
Per the clinic, the patient was placed under general anesthesia to evaluate the implant on (B)(6) 2015, due to sudden refusal of device use.

Manufacturer narrative:
(B)(4). Implanted device remains.